Event description:
It was reported that a malfunction alarm occurred on the pump with code malf 12, and no notable events were reported prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted with resetting the pump, confirmed that the malfunction did not recur, advised that pump use could continue, and instructed the customer to call back if any malfunction code recurred, which the customer acknowledged and understood.